Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements out of range greater than 150 ohms. Technical services (ts) was consulted and noted that the device had previously demonstrated a gradual impedance rise while programmed in a triad configuration. As a result, the system was reprogrammed to a distal coil to can configuration, which is the configuration currently exhibiting the out of range measurements. This ICD and rv lead remain in service. No adverse patient effects were reported.